Event description:
Information received by medtronic indicated that the customer had a high blood glucose level. The patient's blood glucose at the time of the event was 400 mg/dl. The patient's blood glucose at the time of the call was 298 mg/dl. The customer took manual insulin shots for the high blood glucose. It is unknown whether the customer was using the auto mode feature at the time of the high blood glucose event. No further patient complications were reported. Troubleshooting was performed and the customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.